Event description:
Green light on, than goes red. New one opened to complete the case.manufacturer response for sonicision, sonicision (per site reporter).======================took a description of the problem, issued rga#, and sent a return kit.